Manufacturer narrative:
Patient identifier: (B)(6). Weight: (B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the post approval (B)(6)clinical study. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure the patient experienced exacerbated asthma with symptoms of shortness of breath and a productive cough. The patient was treated with a z-pak. No hospitalizations or ER visits occurred. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator fev1: 3.20 fev1 % predicted: 74.42 fvc: 5.13 fvc % predicted: 92.43 post-bronchodilator fev1: 2.98 fev1 % predicted: 69.30 fvc: 4.93 fvc % predicted: 88.83

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure the patient experienced exacerbated asthma with symptoms of shortness of breath and a productive cough. The patient was treated with a z-pak. No hospitalizations or ER visits occurred. Baseline spirometry values - visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 3.20, fev1 % predicted: 74.42, fvc: 5.13, fvc % predicted: 92.43. Post-bronchodilator: fev1: 2.98, fev1 % predicted: 69.30, fvc: 4.93, fvc % predicted: 88.83. Additional information received a of (B)(6) 2014. The reported event of aggravated asthma was reported to have resolved on (B)(6) 2013.